Event description:
The customer contacted baxter's technical service center regarding system error 2240, which occurred on the homechoice during dwell (B)(6). The home patient (hp) was still connected. The supply bags were empty except for the heater bag. The baxter technical service representative asked if a bag disconnected and the hp stated no. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4).sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).